Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. The pump was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. No numbers scrolling during testing noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone to have experienced high blood glucose readings. The customer's blood glucose reading was 359 mg/dl at time of incident. The customer's current blood glucose is 365 mg/dl. The customer corrected with the pump via syringe. The customer stated that insulin dripped out without the piston making contact with the reservoir. The customer declined to troubleshoot for high readings.